Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device will be explanted for elective replacement indicators (eri). The device battery is exhibiting an extended charge time of greater than 20 seconds, and as a result will be explanted and replaced. To date, no adverse patient effects have been reported.